Manufacturer narrative:
The complainant reported that the catheter was inserted in the brachial vein of the patient on (B)(6) 2025 and removed on (B)(6) 2025 due to an inability to flush. No other patient impact was reported. Upon removal, a rupture was identified in the line. On 28 january 2025, the catheter was returned to avi for evaluation. The catheter had been trimmed to the 11 cm marking for the procedure. The evaluation identified a kink and rupture at the 4.5 cm mark characterized as a small pinhole opening that stretched axially. Additional kinks were observed at the 2.8 cm and 6.5 cm marks. No breaks were present at these locations. The catheter remained patent with no occlusions. A review of the lot history revealed no non-conformances associated with the production lot. The cause of the rupture could not be identified from the available information.

Event description:
A kink and a rupture in the midline catheter.